Event description:
The customer stated that the numbers were not showing when he would take a test. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for evaluation, and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.